Event description:
It was reported that the pt underwent a urodynamic measurement procedure as part of a clinical study in 2004. Post operatively, the pt experienced a urinary tract infection. The pt was prescribed an antibacterial agent and the pt's symptoms were resolved 8 days later.